Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Block d6b: explant date: on (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082122/7082121.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted.